Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, bone resorption. 4 implants placed on the same day in an edentulous jaw. Patient had sensitivity between (B)(6)- then nothing. Implant came out when removing prosthesis. Implant was treated for peri-implantitis (B)(6) 2020.